Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a serious incident involving a pod activated on (B)(6) at 8:41 a.m. The pod displayed a low insulin notification late the following night at 10:49 p.m., indicating less than 9 units remaining after about a day and some hours of wear. The patient described seeing a small amount of insulin in the tray during setup and later attempted to add approximately 60 units into the pod¿s fill port, after which only part appeared to enter. Shortly after, the patient experienced severe hypoglycemia and suspected that the insulin had gone directly through to the cannula rather than remaining in the reservoir. The patient¿s symptoms included increasing confusion, shakiness, and blurred vision. The patient consumed large amounts of carbohydrates, called an ambulance, and was transported to sunshine coast university hospital around 2 a.m. On (B)(6), where they were monitored in the emergency room (ER) and discharged at approximately 7:15 a.m. The patient stated they received a low insulin reservoir error message. The patient diagnosis was extreme overdose of insulin. The patient¿s blood glucose levels decreased from 12.6mmol/l (226.8 mg/dl) to below 2.2mmol/l (39.6 mg/dl). The patient stated they were monitored and under observation by the medical team, continuous monitorization of their values. The patient did not receive any treatment while at the ER. The pod had been worn on their abdomen between 25 and 36 hours.